Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the right ventricular lead exhibited noise and high impedance. During procedure, the patient experienced low blood pressure and condition degraded rapidly due to tissue tear when removing the sheath. The tear was repaired via a graft. The patient was alive and in stable condition.